Event description:
It is reported that in 2008, the surgeon was unable to insert the m/dn cap into the m/dn tibia. Surgery time was extended approximately 1 hour.

Manufacturer narrative:
Evaluation summary: the returned nail caps exhibit damage to the leading and intermediate threads. This indicates large initial torque (possibly with the use of heavy screwdriver) applied while inserting the caps. The caps could also have been cross-threaded during insertion. These damaged surfaces are preventing the caps to thread onto the mating component. It is advised to use the nail cap inserter and make initial contact with less force on the leading threads to prevent damage to the nail cap and also potentially on the tibial nail threads. Thread damage was observed on the leading threads. The device meets specification where measurable in its current condition. There is no indication that design or manufacture contributed to this outcome. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.